Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low speed alarms while connected to the mobile power unit (mpu). Driveline x-rays were done concerning for short-to-shield. The patient's backup battery expired. Between (B)(6) 2020, the log file showed 12 low flows, 1 pump off event, and 8 pi events. Patient currently on ungrounded cable and his backup battery will be replaced. The patient reported no further alarms and is doing well now.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed multiple low speed events while the patient was supported by the mobile power unit (mpu). Based on historical experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline. The patient presented to the clinic on (B)(6) 2020 for low speed alarms occurring the night before while the patient was connecting to the mpu. The patient reported feeling well at the time of the event. It was reported that there was no evidence of prior pump off or low speed events while the patient was connected to batteries, and the patient was discharged with an ungrounded patient cable. It was reported on (B)(6) 2020 that the patient remained asymptomatic with no further alarms, and the plan was for the patient to remain on an ungrounded patient cable. The submitted x-rays did not show any areas of potential breakdown of the driveline¿s metal braided shield. A driveline wire compromise could not be confirmed via the submitted x-ray images. The submitted log file from 17aug2020 through 15sep2020 was reviewed. On (B)(6) 2020, multiple low speed events were captured, including low speed advisory and low speed hazard alarms, while the device was connected to the mpu. No low speed events were captured when the device was solely connected to batteries. Other than the low speed events, the system appeared to be operating as intended. The patient remains ongoing on (B)(6) with no further related issues at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 12may2015. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. No further information was provided. The manufacturer is closing the file on this event.